Event description:
The pt used his cochlear implant successfully for many years. Reportedly, his skin flap thickened. In 12/1997, following a revision surgery at some point in the past (unreported to cochlear), his skin flap was measured as 9-10mm. He reported hearing a constant buzzing which appeared to be related to the thick flap. The pt device was explanted. Info regarding the explant date or reimplantation was requested but has not been received.